Event description:
Customer reported that the act button on the insulin pump does not respond. Customer received a battery cap and was putting it on the insulin pump but the keypad issue persists. Blood glucose value is 200 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No further testing could be completed due to unresponsive buttons. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.